Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set came apart just above the luer lock of the set. This was noted prior to patients use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information: it was reported that the tubing of two (2) clearlink continu-flo solution sets came apart just above the luer lock of the set. The lot was manufactured 05/29/2018 - 05/30/2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure testing and clear passage testing were performed, and no leaks or separations were noted during testing. The reported condition was not verified for the two returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.